Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 14 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid lad coronary artery. The quantum maverick monorail balloon was removed and replaced with a kongo balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.